Event description:
Ta 90 stapler fired across the stomach. The staples at the proximal and distal end near the ge junction were not "formed" ie they weren't stapling. This required a division of stomach and oversew of both sides. This report is based on preliminary info received by hosp which hosp has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.